Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Powered device off and back on again twice but red error message keeps returning. Advised to swap out and send this device to biomed for evaluation. Noted to empty pads over trash can since they were unable to get to empty pads screen. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under baw2800300 rev 1 is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in midst of normothermia and the arctic sun device was showing small as with large red circle and x on the screen. Powered device off and back on again twice but red error message keeps returning. Advised to swap out and send this device to biomed for evaluation. Noted to empty pads over trash can since they were unable to get to empty pads screen. Sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in midst of normothermia and the arctic sun device was showing small as with large red circle and x on the screen. Powered device off and back on again twice but red error message keeps returning. Advised to swap out and send this device to biomed for evaluation. Noted to empty pads over trash can since they were unable to get to empty pads screen. Sn #(B)(6).

Event description:
It was reported that in midst of normothermia and the arctic sun device was showing small as with large red circle and x on the screen. Powered device off and back on again twice but red error message keeps returning. Advised to swap out and send this device to biomed for evaluation. Noted to empty pads over trash can since they were unable to get to empty pads screen. Sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.